Manufacturer narrative:
A ventec clinical specialist spoke to the reporter, who is the patient's mother, and provided clinical and technical troubleshooting assistance. Ventec observed that the device's filters were very dirty and advised that they should be replaced, and suggested that the passive circuit's leak was too large and likely contributing to the reported issue. The device was not returned to ventec for evaluation. The cause of the reported issue could not be determined.

Event description:
It was reported to ventec that the device's breath rate was not as expected. The male patient is reportedly on a passive patient circuit, trach'd and bilevel st. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient or the event were provided.